Manufacturer narrative:
Results of investigation: vyaire medical did not received the suspect device for evalution. However, log file analysis tool has been utilized. The root cause was determined to be a user failure - loss of steady o2 supply caused the failure. O2 supply pressure drop down to 0 at (B)(6) 2022 16:53:53 (device time) cause the alarm 379- "" o2 dosing not possible"", alarm got reset at (B)(6) 2022 16:54:53 when the supply is restored. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista1000e us giving technical failure 379 - no o2 dosing possible. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.